Manufacturer narrative:
After further review it was determined that cardiosave intra-aortic ballon pump bin upper storage was broken, as malfunction did not affect the device's ability to delivery patient therapy. Hence no follow up report is necessary.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump bin upper storage was broken. No harm or injury to the patient was reported.